Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03134 and 2134265-2018-03416. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was attempted to perform pullback. However, the motor drive unit (mdu) would power off, reattempted but the sled would not go back. Thus, automatic pullback failure occurred. So had to finish the case manually. Furthermore, display was also abnormal. The procedure was completed with the same device. No patient complications were reported.